Event description:
During a angioplasty procedure, the cypher 3.5 x 28mm sds balloon burst while inflated. The product burst at the rated burst pressure of 16 atmospheres. The vessel and lesion characteristics are unknown. Pre-dilitation of the target lesion is unknown. There was no reported patient injury. The product will be returned. Additional information will be submitted 30 days from receipt.

Manufacturer narrative:
Na